Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 12.0 x80mm, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.